Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that they were having issues with the battery cap and cosmetic damage. Patient reported low blood glucose of 40 mg/dl and was treated with carbohydrate intake. Troubleshooting did occur and problem was not resolved. Product will not be returned for analysis.

Manufacturer narrative:
Device was received with severe broken reservoir tube lip, missing reservoir tube o ring, cracked case at reservoir window corners, cracked battery tube threads and stripped battery cap coin slot. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o ring. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.